Manufacturer narrative:
The information provided indicates that the sample is expected to be returned for analysis. If the sample is returned, a summary of the analysis will be provided in a supplemental report.

Event description:
The customer reported that she orders the m4.0 neo custom trachs for her daughter. The customer reported that there is a space at the end of the tube where the obturator is inserted. The information provided confirms that the reported issue was discovered prior to use and that recannulation was not required.

Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A functional test was performed the obturators were inserted into the tracheostomy tube it was noticed the obturators distal end were thin and left a gap between the tube distal diameter and the tip of the obturators. This is a normal condition since the obturator is modified to fit into the tube.

Event description:
The customer reported that she orders the m4.0 neo custom trachs for her daughter. The customer reported that there is a space at the end of the tube where the obturator is inserted. The information provided confirms that the reported issue was discovered prior to use and that recannulation was not required.